Event description:
It was reported the event occurred in the adult ICU on a pt with acute renal failure. After using the dilator over the swg, it was reported the guide wire opened and fractured. The guide wire was removed, but was damaged. There were no reported pt complications, injuries, or death.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.